Event description:
I am a mother of (B)(6) and I have been married (B)(6) years. I decided I did not want any more children, so I scheduled a family planning visit with my gyn in (B)(6) 2007. I requested information on tubal ligation and the iud. I was told I did not qualify for the iud because I had miscarriages and an ectopic pregnancy and that the essure was better than the tubal ligation because I didn't have to have surgery. After I had the essure procedure, I have been suffering several health issues. I started to experience cold/flu/allergy like symptoms just a few weeks after the procedure. I now have anemia and fatigue due to the excessive bleeding and blood clots during my menstrual cycle, unexplained rashes that come and go, a terrible taste in my mouth that makes me nauseous and vomit, my lips swell beyond recognition, I'm constantly in a fog, loss of concentration, loss of balance, weight gain, back pain, anxiety, high blood pressure, panic attacks, major cramping all the time and painful intercourse, my stomach becomes so bloated I look like I'm pregnant, headaches that end up in a migraine, I'm losing a lot of hair, joint and muscle pain that never go away, dizziness, insomnia, crying, sadness. No nickel test was performed. I can't even play with my children. I feel like I've missed out on their lives for the past 6 years. I really want to have this essure coil removed, so I can get my life back to what it was.